Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from germany stating that a m530 ohx had a loss of function during a surgical procedure. There was no patient injury.

Manufacturer narrative:
This is a final report. The investigation determined that the cause of the reported malfunction was increased transition resistance between power socket connector and power cord plug, resulting in smoke emission and blown fuses. The power cord plug was found to have burn marks. As a result, it can be assumed that the power cord has not been plugged in correctly. The identified root cause can be traced to an unintended user error. The review of the complaint statistic revealed that no similar or identical event was reported for the m530 ohx. The power insert and power cord have been replaced. The m530 ohx works according to specification.